Event description:
The customer reported that when she attempted to take the blood sample, the sample pouch was puffed and filled with air and only a small amount of blood could go in (insufficient for sample, no air escaped the pouch.) She stated that they followed the correct clamping procedure during loading and air out. They also had no other issues with the lot. The patient information is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
The customer could not provide the patient information because she was not knowledgeable of those procedure details. No medical intervention was required for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation: the disposable sets were unavailable for return and investigation. The customer indicated that the actual machine that was used for this procedure was not known, therefore the run data file could not be analyzed. Root cause: the disposable set was unavailable for specific root cause analysis. If air enters the sample bag during the air evacuation sequence during air removal and the operator does not follow the instructions to express the air through the needle line, a small volume of air will remain in the sample bag. When the operator opens the needle clamp to connect the donor and performs blood diversion, even if the air in the sample bag was not expressed, blood will still flow into the sample bag as long as there is adequate access at the venous site because the venous pressure will exceed the remaining pressure in the sample bag. After blood diversion and donor sampling, the operator is instructed to disconnect the sample bag. Once this is complete, there is no longer any risk of this air getting into the draw or return lines.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.